Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report. H11 erroneously stated the device was not returned on the initial manufacturer device report the investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Failure to advance: the cause of failure to advance was most likely patient condition related since the clinical team confirmed the issue was due to the patient's vessel size was too small and a cannula kink was observed on returned pump.

Manufacturer narrative:
Additional information received from the complainant reporting the pump was already shipped back.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a (B)(6) year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage d, with a history of known coronary artery disease (cad) and diabetes mellitus (dm). During attempted placement, the impella 5.5 could not be advanced through the axillary artery due to patient anatomy, as the vessel size was too small to safely accommodate the device. The case was aborted, and support was initiated using an impella cp, which was successfully placed. The reported events include failure to advance, device revision or replacement, and hemodynamic instability. The impella 5.5 will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.